Event description:
Patient reported "right after" injection with juvederm in the "nasal folds" and the juvederm voluma in the cheek bone, the patient noted some asymmetry between the nasolabial folds, and that the left side was "more hollow" than the right. The patient also stated that they "still see the lines" in the cheeks, which are now more prominent than prior to injection. Eight days later, the patient was injected with unspecified juvederm in the left nasolabial fold again. "Right after" injection there was swelling in the left nasolabial fold and cheeks. The patient noted the left nasolabial fold was tender to the touch, painful, and uncomfortable. There was also a "big lump" near the left nasolabial fold as well as "smaller lumps" at the right nasolabial fold. The patient iced the symptom sites and was prescribed bactrim. This is the same event and the same patient reported under MDR ID# 3005113652-2014-00480 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2014-00482 (allergan complaint # (B)(4)). This is the second MDR submitted for the second suspect product juvederm which was injected on (B)(6) 2014.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore, additional event and product details are not attainable. The events of asymmetry, "more hallow", swelling, pain, discomfort, tender to touch, and "big lump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.